Event description:
The reporter contacted animas on (B)(6) 2013 alleging elevated blood glucose (bg) of 24 mmol/l with symptoms of nausea, severe anxiety, difficulty breathing, moderate thirst and moderate ache of the back and neck. The reporter stated the elevated bg with 12 units of insulin via syringe injection. The reporter stated the bg resolved to 16.7 mmol/l after the injection. The reporter stated the infusion set was changed twice when the hyperglycemia was noticed, but that did not resolve the bg elevation. The reporter alleged the pump was not delivering insulin. The reporter stated that on the pump¿s home screen, the basal rate was found to be 0.00 for 6:00 pm to 12:00 am. At the time of the call, the reporter stated that the basal rate was supposed to be 1.700. During troubleshooting, customer support confirmed that the pump had not been suspended. During troubleshooting, the reporter was unable to get the basal rates/history from the pump to pinpoint when the pump setting was changed. The reporter insisted the basal history only showed the total daily dose amounts. Customer support was, therefore, unable to determine how or when the 6:00 pm setting for 0.00 was put into the pump. The reporter stated she did not know where the 6:00 pm rate of 0.00 came from and denied entering it into the pump. This complaint is being reported because the patient alleged hyperglycemia while on insulin pump therapy and the basal dose setting had been changed without explanation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.